Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer hospitalized due to hyperglycemia on december 8. Customer's blood glucose level was 520 mg/dl at time of incident. Customers husband had remove the insulin pump from the customer body at time of high blood glucose and stopped troubleshooting. Customer was treated with insulin drip. Customer reported that the insulin pump received button error alarm. Customer observe time clock for one minute and time was advances. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent act and down arrow button response due to flattened button dome switch. Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08795 inches. Device was received with minor scratched lcd window and scratched reservoir tube window.